Manufacturer narrative:
Concomitant product: cadd infusion pump (sn unknown); smith medical (B)(4)(lot unknown); smith medical (B)(4) (lot unknown); therapy date 10/27/2015. No product will be returned per customer. The customer complaint of non-carefusion tubing disconnected from a smartsite valve and leaked could not be confirmed due to the product was not returned for failure investigation. A picture of the set-up was received by the customer, however the separation could not be observed based on the picture received by the customer. The root cause of this failure was not identified.

Event description:
The customer reported a leak from a ¿loose¿ tubing connection between the smartsite valve and the non-carefusion tubing during a fluorouracil infusion. The infusion was turned off. The connection was loose but still connected and taped. The connection was tightened and tape reapplied, and the infusion was restarted. The leak was estimated at less than 5ml. No patient harm reported.